Event description:
The customer reported the panorama central station's server shut down during an in-house generator test, which may have resulted in a loss telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Corrections included clearing the system's error logs and rebooting the server. Communication restablished.